Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified mistake. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gm, every fourth day as loading dose, route and duration were not reported) and amikacin injection (250 mg as loading dose, followed by 125 mg per day, route and duration were not reported) for the event. At the time of this report, the patient remained hospitalized and was recovering from the event. It was not reported if the patient was retrained on the proper aseptic technique. Pd therapy was ongoing. No additional information is available.